Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10: it was reported that the there was no patient involvement when the issue was found. No patient or user harm reported.

Manufacturer narrative:
H10 the field service engineer (fse) replaced the faulty gas delivery system (gds) and motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the service engineer, reporting that the v60 ventilator a motor control pcba error. Unknown how the issue was found. No patient or user harm reported. Investigation is ongoing.